Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The consumer reported that he wasn¿t sure if the device was giving the patient the correct stimulation because the patient felt stimulation some times and then some times she didn¿t feel stimulation. The consumer reported that the patient was feeling slight stimulation at the time of the report. The consumer reported that he wasn¿t sure if the patient was getting 50% reduction in symptoms or not and it was hard to say. The consumer reported that on (B)(6) 2017 (the day after implant) the patient didn¿t feel stimulation and then kept increasing when the patient would stop feeling stimulation. The consumer reported that he turned off the ins because the patient didn¿t know if it was working or not but they turned it back on. The patient reported that on (B)(6) 2017 the patient seemed a little better and now she was about the same.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the not feeling stimulation and being unsure if the device was working had not been completely resolved. However, no further information was provided as to the potential cause or what steps had been taken to resolve these issues. No further patient complications are anticipated or expected as a result of this event.